Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c package was damaged. This was discovered before use. The following information was provided by the initial reporter: material no. 515005, batch no. Unknown. It was reported that the paper is shedding particulate to a much greater extent compared to previous packaging. Per customer: my techs have noticed that the packaging has changed on the injectors and bag spikes. The paper is shedding particulate to a much greater extent compared to previous packaging or to the current protector packaging. Noted in particular under the hood tray. This is problematic in an iso 5 environment.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. H3 other text : see section h.10.

Event description:
It was reported that bd phaseal¿ injector luer lock n35c package was damaged. This was discovered before use. The following information was provided by the initial reporter: material no. 515005 batch no. Unknown . It was reported that the paper is shedding particulate to a much greater extent compared to previous packaging. Per customer: my techs have noticed that the packaging has changed on the injectors and bag spikes. The paper is shedding particulate to a much greater extent compared to previous packaging or to the current protector packaging. Noted in particular under the hood tray. This is problematic in an iso 5 environment.